Event description:
This is filed to report difficult positioning resulting in leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. While positioning the second clip delivery system (cds) it became tangled in the chords. Troubleshooting was performed to remove the clip from the chords however it was noted the leaflet was torn. The clip was not implanted and the cds removed. Two additional clips were implanted, reducing the mr to a grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported difficult to remove from anatomy could not be determined. The reported tissue damage was a result of procedural circumstances. The reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.